Event description:
Vigilance coordinator in the hospital, reported the following event: at the time of impaction of the femoral prosthetic component, surgeon had an explosion of nonmetallic part of the impaction part. Clinical outcomes monitoring; removal of foreign parts in the prosthesis. Exhaustive and abundant cleaning to see a net clamp."

Manufacturer narrative:
An event regarding fractured involving a femoral impactor was reported. The event was not confirmed. It is not believed that patient factors contributed to the reported event. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device is needed to complete the investigation for determining root cause.

Event description:
Vigilance coordinator in the hospital, reported the following event: at the time of impaction of the femoral prosthetic component, surgeon had an explosion of nonmetallic part of the impaction part. Clinical outcomes monitoring; removal of foreign parts in the prosthesis. Exhaustive and abundant cleaning to see a net clamp."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).